Event description:
Patient experienced a left-sided posterior bleed 4 weeks post neuromark procedure. Patient required embolization of bilateral spa and left facial artery.

Manufacturer narrative:
Bleeding is a known potential adverse event and is documented in the device labelling.